Event description:
It was reported the lead was replaced as it was exhibiting high impedances. An x-ray of the lead indicated the lead was coming out of the connector sharply bended. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: defib conductor fractured; full lead returned in segments and analyzed. It was reported the lead was replaced as it was exhibiting high impedances. An x-ray of the lead indicated the lead was coming out of the connector sharply bended. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event bend impedance, high.